Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the device would not provide a smooth cut and it produced a very rough harsh graft. The event occurred during surgery. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was august 22, 2014 where it was reported that the device was not oscillating and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, neck, bearings, seal and retaining ring, poppet assembly, hand piece assembly, width plates, o-ring, and swivel were replaced. This is not a related issue. Initial qa inspection of the air dermatome was not performed as the customer was unresponsive on their aged repair. The air dermatome was not repaired and sent back due to not getting a response from the customer. The reported event was non-verifiable since the device was not evaluated since the customer was unresponsive about the repair. The device was sent back to the customer due to not getting a response. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not evaluated since the customer was unresponsive about the repair. The device was sent back to the customer due to not getting a response. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; but not yet evaluated.

Event description:
It was reported that during surgery the device would not provide a smooth cut and it produced a very rough and harsh graft. Thus, the original graft harvest was not usable and an additional graft had to be taken. No additional patient consequences were reported.